Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific received information that during a routine follow-up upon device evaluation, the lead safety switch (lss) was triggered that occured back in (B)(6). Health care professional (hcp) discussed with boston scientific technical services (ts) that the right atrial (ra) lead had exhibited an out of pacing impedance measurement that would cause the lss to be activated. Patient was currently in atrial fibrilation at the time when isometrics were performed, unable to determine if there was resulting noise. Current impedance measurements displayed were 480 ohms. No adverse patient effects reported. A request for additional information was requested.